Event description:
Report received of return of sympt0ms and device malfunction. Follow up with health care provider revealed experienced increased stiffness in legs with difficult ambulating. Increased rate and programmed bolus provided no therapeutic response in tone. Side port analysis revealed freely flowing csf and sideport bolus provided a maximal response in therapy. Pump aspiration revealed twice as much residual volume in reservoir as interrogated value. Pump relaced. Hcp states patient is still currently extremely stiff and uncomfortable. Pt requires oral baclofen to supplement their pump for relief.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary pjp200682r capacitor - out of spec electrical